Manufacturer narrative:
On 6/19/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 550cc mentor memorygel breast implant catalog: 3505504bc lot: 7595686 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 550cc mentor memorygel breast implants, suffered left side capsular contracture baker grade IV post-operatively. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 7/30/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 7360145 sn: (B)(4) and (right) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 7493575 sn: (B)(4). Manufacturer¿s reference number: (B)(4).